Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The investigation could not determine a specific root cause based on the provided information. No serious adverse event occurred.

Event description:
The customer received a questionable total psa total (free + complexed) psa - prostate-specific antigen (total psa) result for one patient sample. The initial result was 6.78 ug/l. The report was sent to the patient's doctor who suggested referral and measurement of another tpsa in a different laboratory. The new sample produced a result of 0.5 ug/l. As this result differed from the original result it was queried by the doctor. The customer retested the original sample on (B)(6) 2013 and the result was 0.338 ug/l. The patient was not adversely affected. The total psa reagent lot number and expiration date were requested, but were not provided.